Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a ruptured catheter, it was identified that blood was in the line, catheter was removed immediately to avoid damage.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) stated they were unable to identify blood in the catheter insertion port, safety disk, pim or anywhere in the unit. The fse also was unable to run unit with testing catheter and trainer, resulting in autofill failures. Narrowed down issue to pim. Replaced suspect pim, and successfully completed a simulated treatment with testing catheter and trainer without issue. Nothing abnormal was identified in the logs. The fse inadvertently cleared logs as part of the pm. Completed function check with all functional and safety tests per manufacturer specifications. The failure analysis and testing department received a patient interface module assembly p/n 0997-00-1178, s/n: (B)(6), with a reported that the ¿autofill failure¿. Performed visual inspection per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed into the cardiosave test fixture for testing of the reported problem. Performed and tested in accordance with procedure and the cardiosave service manual. Found that all functions were normal. The tests (1hour) did not trigger the reported problem of the unit ¿autofill failure¿. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the patient interface module assembly in the failure analysis and testing department per procedure. The root cause selection for this investigation will be ¿not confirmed¿ due to the failure analysis and testing department was unable to replicate the failure.

Event description:
N/a.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) unit had a ruptured catheter, it was identified that blood was in the line, catheter was removed immediately to avoid damage. There was no patient harm or injury reported.